Event description:
It was reported that the right ventricular (rv) lead had rising pacing impedance that became high and alerted. Reprogramming occurred and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.